Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult positioning (clip caught in chordae), gripper actuation issue, difficulty straightening, and difficulty curving device were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitra clip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4 and a prolapsed posterior. An ntw clip was inserted but became caught in chordae. The clip was able to be freed from the chordae without causing damage. However, the grippers were not functioning as intended and the clip delivery system (cds) was difficult to curve and straighten. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.